Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-10780. It was reported that the patient presented in-clinic complaining that there was something wrong with her pacemaker leads. A subsequent chest x-ray confirmed that both the right atrial and right ventricular leads were dislodged. The healthcare provider indicated that the dislodgements were a result of twiddler¿s syndrome. Both leads were explanted and replaced. The patient¿s condition was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 68.5 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.